Event description:
It was reported that when the sales representative (sr) went to interrogate a device, the programmer had all green lights, but a message "no telemetry" appeared and the sr could not interrogate the device. It was also noted that 'allow wireless telemetry' was turned on. Technical support (ts) suggested trying another wand and if problem persists, return for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.